Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to pain, loosening, metallosis, impingement on (B)(6) 2016. Upon inspection the glenosphere was loose/disassociated from the metaglene and metallosis was present - attributed to the movement/disassociation. Surgeon was unable to remove two locking screws and the metaglene (with damaged taper), causing a 90-minute surgical delay, and a second surgery was conducted on (B)(6) 2016, with appropriate screw removal equipment. The second stage of the revision was performed on (B)(6) 2016. Midas rex burrs and diamond cutting tools were used to remove original metaglene and screws. All successfully removed with minimum bone loss except for a large portion of the superior screw, which was left in situ. Case was a success, but the difficult nature and complications experienced removing the previous implants resulted in just over 3hours operative and anaesthetic time. Humeral components remained in situ.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.